Event description:
It was reported that the patient has expired after an implant duration of approximately 0.1 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The device history record (DHR) review was completed, and there were no nonconformance found related to this event. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information; however, no response has been received. The cause of death remains unknown.